Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pacemaker exhibited backup vvi and the cell impedance was within range. The cause of the backup could not be identified and the device was not restored. On a later visit it was confirmed that the patient had a previously underwent an unrelated procedure which could have caused the backup vvi. Further review revealed at least one high cell impedance which prevented further troubleshooting. Device replacement was discussed. The patient was asymptomatic throughout and would be monitored.